Manufacturer narrative:
Journal reference: haddadan et al. "The effect of spinal cord stimulation, overall, and the effect of differing spinal cord stimulation technologies on pain, reduction in pain medication, sleep, and function" neuromodulation, 2007, 10, 2, p156-163.

Event description:
Journal reference: haddadan et al. "The effect of spinal cord stimulation, overall, and the effect of differing spinal cord stimulation technologies on pain, reduction in pain medication, sleep, and function" neuromodulation, 2007, 10, 2, p156-163. The article describes a retrospective study involving a series of patients being treated with spinal cord stimulation (scs) for pain symptoms. The study compared and reported on the safety and efficacy of scs when using differing manufacturers devices. A number of complications were reported. Reportable event(s): two patients (ipg n=2) experienced infections that required device removal. Outcome information was not provided.